Manufacturer narrative:
(B)(4) attempted unsuccessfully to contact the customer multiple times to return the pump for investigation. No serial number was provided. The complaint could not be confirmed.

Event description:
A medwatch received indicates: pt was using an in-home IV/infusion device/100mg hydromorphone for pain - pancreatic cancer. The IV bag had recently been changed by home nurse (B)(6) 2011. Approx 5:45am on (B)(6) 2011, the pt was found lying on floor unconscious with pump IV attached. There was trauma to the head. At (B)(6), it was determined pt had overdosed - possible free flow of 80 mg hydromorphone. Nurse indicated the IV bag was empty with no medicinal residue, leaks or tears. The pt has been hospitalized since (B)(6). Dose or amount: hydromorphone. Frequency: 1 mg per 1 hr. Route: intravenous drip.